Manufacturer narrative:
Analysis found no fault with the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the handpiece gets hot during demos in about 30 seconds. There was no patient or staff impact.